Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: dermabond prineo 22 cm msh adhesive (clr222us): unknown. Dermabond prineo 22 cm msh adhesive (clr222us): lot number/lot number: 105s8k. List of other j&j products (non-customer complaint products) used in the case surgery. Has there been a patient or user injury report? Yes. Does the patient/user require any medical or surgical intervention due to the incident? Yes. Does the patient/user need an extended hospital stay due to the event? No. What is the status/outcome of the patient/user after the incident? Removal of mesh, oral steroids and steroid creams are there any noticeable delays? If available, provide the product order number (po). Additional information provided: surgery date: (B)(6) 2026. Procedure: tkr (total knee replacement). Site: knee. Batch number: 105s8k. Specification/size: 22 cm. First time patient used product? Yes operator: attending physician was the mesh applied with the wound dry: yes timing of allergic reaction: returned for follow-up on day 10 after discharge description of allergic reaction and management: mesh was removed; patient received oral steroids and topical steroid ointment. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? What date /day post op was the reaction noted? Was any surgical intervention performed? When was the prineo product removed from the patient? Were any cultures taken? Results? Please describe how was the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement on an unknown date in (B)(6) 2026 and topical skin adhesive was used. On the 10th day of discharge, the follow-up visit informed of the allergic reaction. Removal of mesh, oral steroids and steroid creams. Additional information has been requested.